Event description:
The device was used during an l.a.v.h. The device with vascular cartridge was used to staple and cut across the ip ligament. The pt's side staple line stapled halfway and cut all the way. A vessel was bleeding (grade 4) and clips were used to achieve hemostasis. The device was not saved. The cartridge was collected by the engineer for further analysis. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot ID.